Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that 1,000 bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes experienced underfill during use. The following information was provided by the initial reporter: material no. 367962, batch no. 9095788. Mint top does not have enough pressure inside to have blood flow quickly. Some tubes have very less pressure inside and tube does not fill all the way.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,000 bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes experienced underfill during use. The following information was provided by the initial reporter: material no. 367962, batch no. 9095788. Mint top does not have enough pressure inside to have blood flow quickly. Some tubes have very less pressure inside and tube does not fill all the way.